Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot number. Manufacturing location: (B)(4). Date of manufacture: dec 2, 2016. Expiration date: nov 1, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon noted that when the treating the area the load might have added excessive rotating force, which might have resulted in the secondary fracture.

Manufacturer narrative:
Patient ID/initials and weight are unknown. UDI: (B)(4). It is unknown if/when the device was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Phone number: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there was a (B)(6) proximal femoral nail anti-rotation (B)(6) surgery for the femur trochanteric fracture, located on the proximal humerus, on (B)(6) 2017. After the surgery, the surgeon noticed the secondary fracture on the distal area of the inserted pfna-ii blade. It was noted that the surgeon had repositioned the intramedullary type fracture to the extramedullary type fracture; he did not apply side stoppage; the posterior trochanter major had been separated; any further adverse effect had not been noticed. The surgery was not extended. The surgeon has kept observing the patient¿s status; there is no information available about patient and surgical outcome. Concomitant devices: pfna-ii end cap extension (part 473.170s, lot l135124, quantity 1); pfna-ii (part 472.117s lot 9474536, quantity 1). This is report 1 of 1 for (B)(4).